Event description:
Reportedly, at interrogation on 24 mai 2023 a warning message was displayed, indicating no battery measurements for more than 3 days. In addition ble telemetry was not possible.

Manufacturer narrative:
This report is a correction of report c-3108-us-23392 (MFR 1000165971-2023-00422) submitted on 01/06/2023. By mistake the initial vigilance reporting was managed under "similar to approved". The subjected device is approved since 17th of may 2023 and the event occurred after this date, therefore some modifications should be performed. Correction/additional information: g.5 PMA/510(k) please refer to the attached analysis report